Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment were neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not returned. Customer stated that the insulin pump did not bumped or dropped or recently exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch.